Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because <<insert reason (device was discarded, etc.)>>. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the user received an electric shock during pulse field ablation (pfa) treatment and experienced numbness on their wrist afterwards. The farastar ablation generator was used during a pulse field ablation (pfa) procedure. The electric shock occurred when ablating the last pulmonary vein. The shock was audible, and caused user's wrist numb afterward. There was no detection of any defect in the glove. The procedure was completed successfully with original device. No medical or surgical interventions were reported in related to the event. It is unknown if the generator will be returned.

Manufacturer narrative:
Additional information added to d: suspect medical device. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the user received an electric shock during pulse field ablation (pfa) treatment and experienced numbness on their wrist afterwards. The farastar ablation generator was used during a pulse field ablation (pfa) procedure. The electric shock occurred when ablating the last pulmonary vein. The shock was audible, and caused user's wrist numb afterward. There was no detection of any defect in the glove. The procedure was completed succesfully with original device. No medical or surgical interventions were reported in related to the event. The farastar pfa generator remains in service at the healthcare facility.